Event description:
It was reported that during a lead revision, the atrial lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.